Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) and automated mode switch (ams) noted on the device. Technical support was contacted and determined the nsrvo episodes were caused by post-paced t-wave oversensing (pptwos) and the ams episodes were due to far-field r-wave oversensing (ffrwos). The device was reprogrammed to resolve the oversensing and the patient was stable with no consequences.